Manufacturer narrative:
(B) (4): information unavailable, device not returned for analysis. Patient non compliant.

Event description:
It was reported that 15 days post op a swedish adjustable band procedure, the patient enrolled in the (B) (4) registry experienced vomiting and abdominal pain. Esophageal dilation and band slippage was identified due to non-compliant diet. The surgeon specifies that the event is not related to the device.